Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that in (B)(6) 2018, the patient noticed their ins was "not working", which was further explained to mean they had a loss of stimulation, and the ins would not communicate with their external devices. The recharger was showing the reposition antenna screen and the programmer was displaying the poor communication screen. They last recharged the ins around mid (B)(6) 2018. They were redirected to the doctor to determine if the ins had gone into over discharge. No further complications were reported or anticipated.